Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A data log analysis indicated the primary cell ipg battery reached its end of service (eos) within 2 years, 2 months and 19.4 days which is within range of the expected battery life of 1 year, 6 months and 13 days. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states the eos indicator will appear on the remote control (rc) and clinician programmer (cp) at which time the stimulation will no longer be available and the stimulator must be replaced to continue receiving stimulation. Therefore, engineers concluded that the cause of the loss of stimulation was due to the ipg having reached the end of life. Block b3: exact date unknown, based off bsc aware date. Block d6b: exact date of explant unknown, best estimate provided.

Event description:
It was reported that the spinal cord stimulation (scs) patient received the elective replacement indicator (eri) message regarding the primary cell implantable pulse generator (ipg). Shortly after, the end-of-life (eol) message appeared, and the stimulation ceased. The physician believed that the ipg battery prematurely depleted. Therefore, the patient underwent an ipg explant procedure. No further information was able to be obtained despite three good faith efforts.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A data log analysis indicated the primary cell ipg battery reached its end of service (eos) within 2 years, 2 months and 19.4 days which is within range of the expected battery life of 1 year, 6 months and 13 days. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states the eos indicator will appear on the remote control (rc) and clinician programmer (cp) at which time the stimulation will no longer be available and the stimulator must be replaced to continue receiving stimulation. Therefore, engineers concluded that the cause of the loss of stimulation was due to the ipg having reached the end of life. Block b3: exact date unknown, based off bsc aware date. Block d6b: exact date of explant unknown, best estimate provided.

Event description:
It was reported that the spinal cord stimulation (scs) patient received the elective replacement indicator (eri) message regarding the primary cell implantable pulse generator (ipg). Shortly after, the end-of-life (eol) message appeared, and the stimulation ceased. The physician believed that the ipg battery prematurely depleted. Therefore, the patient underwent an ipg explant procedure. No further information was able to be obtained despite three good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) patient received the elective replacement indicator (eri) message regarding the primary cell implantable pulse generator (ipg). Shortly after, the end-of-life (eol) message appeared, and the stimulation ceased. The physician believed that the ipg battery prematurely depleted. Therefore, the patient underwent an ipg explant procedure. No further information was able to be obtained despite three good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d6b: exact date of explant unknown, best estimate provided.